Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed infusion complete but the piperacillin / tazobactam bottle was partially full at the 'sla 5 oncology overflow' unit during patient therapy. The pump was reset (dose, programmed amount and delivery rate unknown) and the remaining volume was given to the patient. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event.